Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Customer states that there is no product label on the box. The returned sealed shipping carton was examined and no label indicating what product it is or any information regarding the lot number, manufacturing date, or expiration date was present on the carton. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: labeler feeding issues, the rollers and tamp head were dirty. Correction: l2l dispatch #57364 the rollers and tamper vacuum head were cleaned. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the product label was missing with bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter: it was reported that the customer received 1 box with no product label.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone #: (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the product label was missing with bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter: it was reported that the customer received 1 box with no product label.